Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump gave them insulin that they had not programmed. The customer¿s blood glucose level was 115 mg/dl at the time of the incident. The customer's sensor was reading at 202 to 207 mg/dl and the customer believes this reading was transferred to the pump. Troubleshooting was not completed but the pump passed a self test and motor test. No further information was provided. The insulin pump will be returned for analysis.